Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that while cutting off the repositioning unit of an impella cp pump in preparation for axillary access, the catheter jacket was inadvertently perforated. The surgeon was advised of the bleedback should they proceed with the implant. The pump was swapped for a new impella cp device for planned support. There was no patient harm.

Manufacturer narrative:
Product damage (hole in catheter): the failure mode was updated from product damage ( sleeve damage) to product damage (hole in catheter) since upon investigation, it appears that the catheter was perforated. Clinical details state that the catheter was perforated while prepping the cp for axillary insertion. The repo unit was cut off to avoid interference with ability to get vascular control during insertion or occlude the vessel. Another cp was opened and prepped. No product/images were returned and logs are not applicable. The root cause of the product damage (hole in catheter) was most likely use-related since clinical details state that the catheter was perforated while prepping the cp for axillary insertion. H6 medical device problem code 1421 was erroneously entered on the initial manufacturer device report number.